Event description:
It was reported that this right atrial (ra) lead exhibited intermittent low out of range impedance measurements. There was also evidence of oversensed noise. Technical services (ts) recommending bringing patient in for troubleshooting and clinical observations are suggestive of an insulation issue with the lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).